Event description:
It was reported that the right ventricular (rv) lead threshold had increased and the r waves had decreased since implant. X-rays indicated that the lead was in the same position. The sensitivity of the lead was adjusted and lead remains in use. No patient complications have been reported as a result of this event.